Event description:
An aneurx bifurcate stent graft system was implanted in the endovascular treatment of a 50mm aaa .  It was reported the patient presented emergently over 17 years later . A CT was performed which showed the aneurx had migrated distally in the aortic neck leading to a type ia endoleak. The ia endoleak was then repaired on the same date with the implant of a endurant cuff.  Per the physician the cause of the migration and  ia endoleak was anatomy.  No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.